Event description:
It was reported that the unit was sent for repair because there was an error code l3-002. There was a green cable connection problem. It was not noted if the issue occurred during a procedure. No pt consequences were reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination , the customer's complaint has been confirmed. To correct the issue the analysis site replaced the rotational and translational cable. Part replaced that was not related to the customer complaint was the fastening material. The device history record has been reviewed via the database. The unit passed all qa inspections. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.